Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device came out of a lap chole kit and the clips are scissoring from the 1st clip and firings after it. The device out of the individual sales unit are working fine. The device was not used on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.